Manufacturer narrative:
The insulin pump was received with the battery cap missing the metal contact. Installed a test battery cap and continued testing. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected pump error 23 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family member reported via phone call that they experienced hyperglycemia and insulin pump had post reset ram crc alarm. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer¿s family member states they changed the battery and the contacts fell off. Customer¿s family member states they put the contacts back on the cap and was able to start the insulin pump, but the meter and sensor were no longer connected. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer¿s family member states they found that the insulin pump was saying am instead of pm. Customer¿s family member thinks the insulin pump died without knowing. Customer¿s family member stated that the insulin pump has a large crack in it which running down the battery cap area. Customer declined to troubleshooting high blood glucose as the insulin pump was not running due to an uncleared insulin pump error. The insulin pump will be and other devices will not be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.